Event description:
When switched on, it prompt a series of errors code. Unable to retrieve the logs files as it will switch off after 5-10 secs.

Manufacturer narrative:
The complaint has been reopened and reviewed according to FDA form 483 inspectional observation ems #2, eobs2 from the FDA inspection conducted between july 17 to july 21, 2022 at the ems and bonaduz sites. A detailed investigation was performed by an expert from the technical service:since the complaint in question was submitted to hamilton medical ag almost 2 years ago, no attempts will be performed to obtain additional information. No further investigation or correction will be performed except those mentioned above. In future hamilton medical ag will report an event similar to this issue as it will be deemed a reportable event. The allegation in this complaint was confirmed to be a complaint. With this investigation it has been confirmed that the device failed to meet its specifications at the time of the event while the ventilator was prepared for treatment but was not used. The root cause was determined to be failure traced to: servo board pn 155496 and connector board pn 155256. Diode located on servo board pn 155496, sensor board pn 155152 or connector board pn 155256 out of specs or high voltage peak. In consequence no correction was done after consultation with the device owner, further repair measures were refrained from due to cost/benefit. The device has been taken out of service. There was no patient or user harm.